Manufacturer narrative:
The root cause of the event was a torn check valve. However it cannot be determined how the valve became torn, or whether the tear was present at the time of the event, or induced during service.

Event description:
The customer reported and alleged the device was autocycling undetected for an unknown period of time. They reported the pt exhibited a pneumothorax and required a chest tube. The facility first inspected the device and reported the device failed the leak test in est with the original pt service circuit with the exception of the filter. The facility biomed reported to the cse via phone that he suspected a leak around the area of cv5(area of exhalation filter). The nellcor puritan-bennett customer support engineer (npb cse) inspected the device at the facility at a later time. She found a different pt service circuit, and found the issue not duplicated. She was able to simulate a leak condition and cause the device to autocycle, by creating a leak in the general area that had been suspected. The facility biomed later replaced the cv5. This replaced part will be forwarded to the MFR eval lab for investigation. The unit passed extended self testing. It is not verified that the ventilator autocycled, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.